Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with pain. The CT revealed a proximal type I endoleak. The physician elected perform an open surgical repair with the use of the endurant stent grafts and sutures. The physician does not know the cause of the event, as the patient was implanted at another facility and presented emergently for repair. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.